Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 450 mg/dl at the time of hospitalization. The customer's blood glucose was 173 mg/dl at the time of call. The customer stated that she treated the high blood glucose with bolus and manual injections. The customer stated that she was given insulin drip at the hospital to treat the high blood glucose. The customer performed high pressure test and the insulin pump passed the second test. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that she did not found setting issues during troubleshooting. The insulin pump will be returned for analysis.